Event description:
Device report from synthes (B)(4) reports an event in (B)(6). It was reported that the surgeon tried to remove the broken piece with another removal tool but was not successful.

Event description:
During a removal surgery, surgeon wanted to remove the screw with the said instrument. The distal end tip of the instrument broke (approximately 2mm) during the removal. Surgeon tried taking it out but it was not successful. The threaded end tip of the instrument was left in the patient. Prolongation of surgery: 10 minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was also reported that the threaded port of the instrument was screwed in the threaded portion of the screw head.

Manufacturer narrative:
Additional narrative: patient information is unknown. A manufacturing evaluation was completed: the part was returned with the distal thread broken off. The total thread length of approximately 2.5 mm is broken off. The broken off portion was not returned. Otherwise the instrument is in good condition. The diameter of the remaining stump meets the specifications. The fracture face is homogenous, what indicates material conformity and has the typical view of a forced rupture. Not all relevant dimensions can be verified due to the damage. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. This complaint is deemed to be indeterminate from a manufacturing standpoint. Device is an instrument and was not explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 21 august 2012, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.